Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports receiving a communication error while trying to activate a pod. The patient reports due to having previous pod that have been reported with communication errors at startup they had run out of pods and did not have back up insulin. The patient reports feeling thirsty, fatigued and having a headache. Once at the hospital emergency room the patient was treated with intravenous fluids as well as food and a beverage. The patient was in the hospital emergency room for 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.